Event description:
Additional information received indicated the right ventricular lead was capped and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Provocation testing was performed and the noise was reproducible. Rv lead insulation damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging. No additional intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.